Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
Based upon the clinical assessment, the reported event was confirmed. Adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the change in the aortic neck diameter of (B)(6). Cautionary product use conditions that might have contributed to this complaint included a marginally acceptable aortic neck length with angulation and mural thrombus. There was evidence to support a type ii endoleak and patch repair with femoral-popliteal embolectomy procedure immediately post implant. One month post implant, there was evidence of a thin mural thrombus within both the main body and aortic extension. Eleven months post implant, there was evidence of a partially obstructed cuff and main body stent. This condition was present 20 months post implant, but there was also an inferior stent migration of the cuff without a type ia endoleak. There was no evidence of a secondary procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause for the reported issue could not definitely be identified, but the anatomical remodeling, which is shown as significant angulation at the bifurcated stent junction with the infrarenal stent, appears to be the main contributor. It is unknown if the significant thrombus inside the devices may have also affected the dynamics of the stent position. No specific device related issue was identified.

Event description:
It was reported that approximately 20 months post implant of a bifurcated device, and a infrarenal aortic extension, the stent had migrated down. Reportedly, a computed tomography displayed the infrarenal aortic extension had migrated down. However, there is no date set to treat the patient.

Manufacturer narrative:
Based upon the investigation findings, the reported migration has been confirmed through clinical assessment but the type 1a endoleak has been determined to be inconclusive. A manufacturing record review was performed the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows that one other unit from this lot has been involved in a similar complaint (post implant migration & reported type 1a); reference complaint (B)(4). Similar to this complaint, clinical assessment summary included a change in the aortic neck diameter ((B)(6)). The investigation concluded there was no evidence of design or manufacturing issue. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause has been determined to be due to aneurysmal neck anatomy. Other cautionary product use conditions that might have contributed to this complaint included: patent lumbars; moderate/severe calcification in the left common iliac artery and bifurcation.

Event description:
It was reported that approximately 24 months post implant of a bifurcated device and an infrarenal aortic extension the patient was seen routinely for follow up, and a computed tomography (CT) scan revealed endoleak. It was discovered during routine follow up that our proximal extension originally placed (B)(6) 2013 had slipped from under the renal arteries and very near falling out of the neck. The physician decided to correct the endoleak by implanting a suprarenal aortic extension. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 24 months post implant of a bifurcated device and an infrarenal aortic extension the patient was seen routinely for follow up, and a computed tomography (CT) scan revealed endoleak. The physician decided to correct the endoleak by implanting a suprarenal aortic extension. The patient was reported to be doing good post procedure.